Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting pacing impedance measurements greater than 2000 ohms as well as increased pacing threshold measurements one day post implant. The lead was found to have a microdislodgement and the physician successfully repositioned the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.